Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation revealed no anomalies on the active tip. There was saline residue in the suction tube indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A manufacturing record evaluation was performed for the finished device lot number: u1812024, and a unrelated non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during an unknown procedure the customer's first vapr 90 suction electrode was activating on its own. The sales rep stated they switched to a second vapr 90 suction electrode, but this device did not power on. The case was completed with a third like-device and a different generator. There was no patient harm or delay. The sales rep was not present and could not provide any additional information. The devices are returning for evaluation.